Event description:
It has been reported to philips that the device gave an error message of "attention restart required - tempus has detected an error, please shut down and restart" during a patient use event. There are no known consequences to the patient.